Event description:
It was reported that the inflatable penile prosthesis (ipp) was working correctly until one month ago. The patient reported that during inflation there was a pop sensation and then the device would no longer inflate. The surgeon suspected rupture in components somewhere and therefore loss of fluid. One month later, the patient underwent a replacement surgery, during which a rupture in the wall of the left cylinder was identified. No additional information was reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was working correctly until one month ago. The patient reported that during inflation there was a pop sensation and then the device would no longer inflate. The device was examined by a physician and a replacement surgery was scheduled at a future appointment. The exact reason for replacement will be determined at that time but the surgeon suspect rupture in components somewhere and therefore loss of fluid. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was working correctly until one month ago. The patient reported that during inflation there was a pop sensation and then the device would no longer inflate. The surgeon suspected rupture in components somewhere and therefore loss of fluid. One month later, the patient underwent a replacement surgery, during which a rupture in the wall of the left cylinder was identified. No further patient complications were reported.